Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the low battery message displayed indicating that the ipg was nearing end of life (eol). Surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored post-op.